Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown . Customer had low battery on pump alarm. Customer also stated that pump died less than 12 hours but instead it died 4-5 hours later. Troubleshooting was performed the insulin pump will not be returned for analysis.